Event description:
A malfunction alarm identified as malf 12 was reported, with no events occurring prior to the malfunction and no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer successfully reset the device without any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.